Manufacturer narrative:
The device was returned for analysis. A visual inspection was performed on the returned device. Without any additional information available, a conclusive cause for the reported/noted difficulties could not be determined. As there is no specific information on this complaint, the investigation was unable to determine a conclusive cause for the reported/noted difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 5.5x200mm supera stent was used in a procedure; however, had an unspecified issue which caused the procedure to be abandoned midway through. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found the tip jacket was separated (not in two pieces) proximal to the tip. The separated portion remained on the inner member. The tip was stretched and jagged. The inner member and the tip jacket were separated distal to the ratchet stem. No additional information was was provided.